Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported right side deflation. Device is explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening on radius side assessed as a surgical impact opening. Additional observations: creases were observed. Stress marks observed.

Event description:
Healthcare professional reported right side deflation. Device is explanted.

Manufacturer narrative:
Reason for reoperation:rupturedevice evaluation:based on the device analysis grid, the assessments of the complaint are:¿ rupture: one opening on radius side assessed as a surgical impact opening.additional observations: ¿ creases were observed.¿ stress marks observed.

Event description:
Healthcare professional reported right side rupture. Device is explanted.